Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received 3-20-2024 reported: hello, tandem tconnect updated their app to version 2.7 on approx. 2/17 and it is causing a health risk. I started noticing the battery on my tandem tslim x2 insulin pump and my phone were rapidly depleting like never before. I would barely catch it mid-sleep and had to have my husband check me throughout the nights. This lasted days and I couldn't make any sense of it. I thought I was maybe causing the control iq technology to invoke more because of actions on my part. I then decided to look in the app store to see if anybody else was experiencing this. Come to find out there was an update and this is affecting numerous other customers. It is being reported all over social media. Not by tandem. In talking to tandem customer service, they are aware of the issue and are working to resolve it with another upgrade. They advised me to uninstall reinstall pair and unpair bluetooth. That is their workaround. However, this is information that tandem should be notifying people about. Rapidly depleting pump and phone battery poses a health risk to its users and the onus shouldn't be on the user to figure this out from non-tandem social media. I asked them to notify people and they are ignoring me now. I am concerned for elderly, kids, and non-technical people. Thank you.